Manufacturer narrative:
The tracheostomy tube is for single patient use, but can be used multiple times on the same patient. (B)(6).

Event description:
It was reported that a portex® cuffed blue line ultra® suctionaid repeatedly deflated over a period of time. There was no patient injury associated with this event.

Manufacturer narrative:
One smiths medical portex® blue line ultra® tracheostomy tube was returned for analysis in used condition. No discrepancies were found upon visual inspection. A syringe was used to inflate the cuff and submerged under water. No leaks were detected and did not deflate after 24 hours of inflation. Relevant documents were reviewed and deemed adequate. The manufacturing process was reviewed. Cuff assembly operation and inflation line assembly operation were reviewed with no discrepancies found. Inflation test was audited during thirty two (32) units, in order to verify that the inflation test was properly performed with no deflated cuffs were noted. Based on the evidence no root cause has been determined since the complaint was not confirmed.